Event description:
This report is for 1 unknown cortex screw where it was reported that an asymptomatic patient presented to the surgeon approximately 10 months post-op for a routine follow-up. Examination revealed a broken medial plate and a nonunion of the extra articular portion of the fracture. The patient was revised on (B)(6) 2013 to remove the broken medial plate, the unbroken lateral plate and an unknown number of screws. One of the unknown cortex screws broke upon removal. The patient was revised with a 6-hole extra articular distal humerus plate. No further information was provided. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
This report is for 1 unknown cortex screw. Implant date approx 10 months prior. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The plate is made from implant grade 316l stainless steel, a commonly used plate material. There are many factors that could lead to a non-union and subsequent plate breakage, including surgical technique, patient compliance, patient health or even the design of the product. However, considering the relatively low occurrence rate of this failure, the fact that the material is standard across all product lines and that the plate design elements are utilized in a wide variety of plates, it is unlikely that the design of the plate was a contributing factor in this failure. Due to the very high volume of screws sold across all product lines, the controlled design standards to which the screws are manufactured and no evidence to suggest a trend, it is very unlikely that the screw design contributed to this complaint.